Event description:
A nurse reported that knife blades are sometimes found to have a bent tip and other knife blades are very dull during surgery. An alternate knife is used to complete the procedure. There has been no patient impact.

Manufacturer narrative:
No samples were returned for evaluation therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the complaint were found during the DHR review and the product was released according to acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the complaint reported by the customer cannot be determined. Some potential causes are, improper handling, or contact with another instrument or other object close to the blade. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and dull cutting edges, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the blade sharpness. (B)(4).